Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that it was unknown if the patient was feeling the stimulation even when the controller was turned off or the battery was depleted. When asked about the steps taken to resolve the issue, the patient stated that it was turned off. When asked the patient if the issue was resolved, the patient stated that they seek new controller and battery pack.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they were unable to charge their implant and the issue began this past friday. Patient stated that they tried resetting the controller but that did not resolve the issue. Patient said that they charged the controller to 100% from the ac power supply but when they connected the recharger to the controller, there was no device found and would not charge their implant. Patient unlocked the controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed connect the recharger and did not advance past. Agent instructed patient to unplug the recharger, clean the controller port and then connect the recharger into controller. Patient mentioned the recharger did not change screens past connect the recharger. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Patient start a charge session but the controller still did not advance past co nnect the recharger after resetting the controller. The issue was not resolved. A request was sent to the repair department to replace the controller. No symptoms were reported. Patient (pt) called back and said they got the new controller but it wont charge implant (ins). Pt started prm during the call and was then able to start charging ins with excellent quality. T called back and noted he could not connect to his ins even though he charged his controller and ins to 100% yesterday. Agent had pt explain and pt noted seeing 'no device found' screen. Agent had pt attempt a charge session and pt noted seeing ins %90 and controller %80 though poor recharge quality did display. Agent had patient press the 'x' and pt was able be connected to their ins (pt showed group d as active/on). Agent had pt disconnect the rtm to see if we could then connect to ins without rtm but after clearing the messages indicating the charging session was interrupted (orange light on controller displayed) the pt could not connect without rtm attached. Agent asked and caller confirmed yesterday they paired the ins and controller as per normal protocol. Agent reviewed that at this time it appears the pt can connect to ins via rtm to make adjustments but will not be able to without recharger (rtm), agent reviewed that the protocol for addressing this would be to re-pair the ins and controller which must be done by doc/rep. Pt said they do not have managing doctor but have a rep they deal with. Agent provided rtg number to give to the rep so they can call patient services (pats) and pats can explain to try to re-pair the product. Pt called back stating they got in touch with someone named matt and matt said patient services would solve their problem. Pts controller did not work for it said nothing was found. Pt said their ins was charged to 100% a day or two ago. During call pt attempted to recharge the ins and the ins battery was at 90%. Pt stopped charging the ins and locked the controller. Pt unlocked the controller with nothing plugged into it and was able to connect like normal. Pt called back stating that they had called before and got the controller working, however 30 minutes later they turned the controller on and they saw no device found. Pt said that they were currently charging the ins and the controller screen went blank again. Agent had the pt press the up/down arrows to wake up the controller. Pt unlocked the controller and saw the position screen. Agent had the pt press continue. Pt saw the batteries screen with the controller at 80% and the ins at 90% with recharging excellent indicated and the controller light flashing green. Agent had the pt press stop and disconnect the recharger from the controller. Agent had the pt exit out of the batteries screen and lock the controller. Pt noted that the controller light was flashing orange. Pt had seen the cable disconnected screen before locking the controller. Agent had the pt lock the controller. Agent then had the pt wake the controller up and then unlock the controller. Pt saw the batteries screen. Agent had the pt exit out of the batteries screen and lock the controller again. Agent had the pt try to wake up the controller, however the controller was blank/unresponsive. Pt noted that the controller light had finally stopped flashing though. The controller remained blank/unresponsive. Agent reviewed controller replacement with the pt. Case reopened and reassigned to self to send a request to repair and add secure note. Patient called back and stated that "software problem (1-intellis, 2-3.6, 3-245, 4-ensinterfacesm.c) appeared on the replacement controller. Agent had patient reset the controller, but software problem appeared again. Agent reviewed the information and sent a request to repair to replace the controller. Pt called back, stating that they were on their third controller within the past two weeks. Pt reported that they keep getting a software problem message 1-intellis 2-3.6 3-243 4-qf_port. Agent reviewed the message. Agent had pt reset the controller; pt confirmed that the software problem message was cleared after the reset. Pt was in group b, top battery level was 70% and ins was 50%. Agent walked pt through the set-up process. After completing the set-up process, a recharging not available message displayed. Agent reviewed that charging with aa batteries is not possible. Pt stated that they had returned the battery pack along with the controller. Agent sent a request to repair to replace the battery pack. Pt inquired why they could still feel the stimulation even when the controller was turned off or the battery was depleted. Agent reviewed information. Agent had difficulty understanding the pt but did their best to document relevant information.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6) product type accessory product ID 97745nt serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) implanted: explanted: product type programmer, patient. Product ID 97745bp serial# (B)(6) product type accessory. Product ID 97745 serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.